Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of an amia automated pd cycler set; further described by the patient as ¿the largest bubble was 1/4th of an inch and noted multiple bubble¿. This occurred during initial drain of peritoneal dialysis (pd) therapy. The home patient (hp) was connected at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the event. Renal therapy services assisted the patient in ending the therapy and reviewed proper procedures per the user manual. The patient would start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.